Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the stent moved on the delivery device and was damaged. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery with a greater than or equal to 90 degree bend. The lesion was not pre-dilated. A 3.50mm x 28mm liberté bare metal stent was used but it was unable to cross to the target lesion. The device was removed and it was noted that the stent had moved on the delivery balloon and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.